Event description:
The customer stated the device has a pacing error discovered during testing. No pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.